Event description:
Customer reports 1 fiber leak occurred in the middle of treatment on reuse number 14. Noted by clot in catheter and confirmed with hemastix. Treatment was discontinued. No pt injury or medical intervention reported.